Manufacturer narrative:
Customer technical support "cts" provided customer with a replacement rt12 rotor. No hardware has been returned for further investigation. (B)(4).

Event description:
A customer in the united states, reports rt12 rotor broke during use of statspin ssvt-1 centrifuge. Customer reports no parts exited the centrifuge. No reports of injury, no exposure, and no medical attention needed due to this failure. Customer confirms shield was in place and lid was locked at the time of incident. Sample tubes were recovered. Customer noted not knowing the age of the rt12 rotor.